Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose. The customer alleged that the pump did not deliver enough insulin. Multiple attempts were made by tandem technical support the gather additional information and troubleshoot, however no response was received and the alleged root cause could not be confirmed.